Event description:
It was reported that a pump has a system error 322. It was also reported there was no associated patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirms the reported symptom of system error 322. Physical inspection found that the upper auxiliary assembly bite marks indicate bent connector pins, which is a known contributor to system error 322. The upper auxiliary assembly and I/o printed circuit board will be replaced.